Event description:
A malfunction was reported with the pump, as indicated by the malfunction codes received. There was no reported impact to the customer's blood glucose level. Technical support attempted to reset the pump by turning it off and on, but the malfunction persisted. As a corrective action, a replacement pump was arranged, and the original device was expected to be returned for further investigation.